Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. Information was reported that a patient¿s ins had quit working. Patient stated that he had been working with a new doctor to try to resolve this for at least 4 months and his reason for the call was asking for a medtronic representative to come out. No symptoms were reported. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient felt that their battery was not working. The caller did not have any further details on the system but stated the patient felt that it was their battery. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer. It was reported the patient has tried to get an appointment set up with a manufacturer representative (rep) but they have not had any success with getting a rep to a doctor's facility. The patient had spoken with a rep who stated the patient's ins had been down for too long so a surgery might need to be performed. It was also reported the patient has had pain since (B)(6) 2010, and their body hurts the most during the winter time. Since the patient did not have a managing doctor at the time of the report, physician listings were sent to the patient, and local reps were notified of the patient's request to meet with a rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their ins stopped working and that they were hurting and they didn't have anything for the pain. The patient wanted to see a manufacturer representative and mentioned that their healthcare provider did not have any luck contacting a representative. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.